Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device displayed a password prompt screen while indicating it was offline.a field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es device prompting for password screen and showing as offline on remote support services. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.